Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up even after restart. Review of the system log file showed that there was a malfunction with flexvision pc. Upon troubleshooting, fse found that the issue was due to failure in flex vision pc. To resolve the issue, fse replaced the flexvision pc, hard disk and performed software load. The flexvision pc was returned to philips for further analysis and the cause of flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up successfully. There was no reported patient or user harm. Philips has started an investigation of this complaint.